Event description:
It was reported that post procedure after a month the subject stent was found to be migrated during follow up. No clinical consequences were reported to the patient due to this event.